Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to the customer's blood glucose level. The customer reloaded the cartridge to resolve the issue. Additionally, an occlusion alarm occurred. The customer declined further assistance from tandem technical support regarding the occlusion.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.